Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer blood glucose at the time of incident was 95 mg/dl. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer inserted new battery but the issue reoccurred. Customer has not previously called to report power error detected. The pump is operating on the aa battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. The insulin pump will be returning for analysis.